Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, bulge, and "any creases". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, bulge, and "any creases". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed smooth opening on radius assessed as smooth opening. Bulge: unable to confirm as it is a medical event not related to the device. Crease folding of implant : not observed. Additional observations: wear abrasion observed. No further actions are required as the device was implanted.